Manufacturer narrative:
The end user replaced the unit. There was no gehc repair. Block a: no report of patient involvement. Block e1: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. UDI: (B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
Reported via china aer database: it was reported that there was a malfunction resulting in a leak greater than 4.5lpm. There was no report of patient involvement.